Event description:
Post percutaneous intervention of the left anterior descending (lad) and ramus, proglide device was inserted. During deployment good blood flow was obtained. During foot deployment of the device an attempt to engage needle, physician stated that it was stuck and he could not retract the plunger in order to put the foot device down. Patient's right femoral artery was lacerated by the device. Hemostasis obtained by balloon tamponade and direct pressure. Patient required blood transfusion and repair in the or for artery repair. Manufacturer response for proglide, proglide 6fr 2.0mm (per site reporter): rep from abbott notified at 1500 on date of incident.